Manufacturer narrative:
The product was not returned for evaluation. Seizure is included as a possible complication in the instructions for use (IFU) for the artemis neuro evacuation device. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
On (B)(6) 2021, the patient underwent a micro neurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). On (B)(6) 2021, the patient had a seizure in rehabilitation and was readmitted to the hospital. The patient was given medication. Seizure was reported to be an adverse event with a relationship to the artemis and relationship to the index procedure.